Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628 lot # unknown it was reported that the bd luer-lok plunger rod is broken/damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. 309628 ¿ 1ml ll syringe from bd is the one that has had the most issues. The plungers are loose and coming out easily, they should have resistance when you get near the top to prevent them from coming out.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Material # 309628. Lot # unknown. It was reported by customer that the plungers are loose and coming out easily, they should have resistance when you get near the top to prevent them from coming out. Verbatim: rcc received a complaint via email. Email(s) attached. 309628 ¿ 1ml ll syringe from bd is the one that has had the most issues. The plungers are loose and coming out easily, they should have resistance when you get near the top to prevent them from coming out.